Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance was experienced. The index procedure identified and treated one target lesion. Target lesion one was a de novo, 3.0x28mm, 80% stenosed lesion of the severely tortuous lesion of the proximal to distal circumflex (cx). Target lesion one was treated with predilation and placement of 2.5x24mm taxus liberte drug eluting stent overlapping with an unknown size taxus express2 drug eluting stent resulting in 0% residual stenosis. During placement of the 2.5x24mm taxus liberte drug eluting stent, balloon withdrawal resistance was noted. The patient was discharged one day post procedure on asa and plavix with no other reported events.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.